Event description:
It was reported that during a knee arthroscopy. The mdu stalled and got very hot to touch, the shaver console gave a "blade stall" error. The procedure was completed using a s+n backup device, but using the same shaver blade. When the case was over and the initial shaver handpiece had cooled down, I tested it again without a shaver blade inserted and it would not work and got hot again. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.